Event description:
It was reported during placement of a temporary pacing catheter, a high threshold was noted. Following the procedure, the patient developed complications and later died. A postmortem revealed a perforated right ventricle.